Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 50mg/dl to 114mg/dl. 67mg/dl to 25mg/dl. 110mg/dl to 50 mg/dl. 23mg/dl to 71 mg/dl. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.